Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation found elevated capture threshold exhibited by the right atrial (ra) lead. Programming interventions were made. The patient was stable.